Event description:
It was reported that the patient complained of weakness. It was noted that the implantable cardioverter defibrillator (ICD) was pacing below the lower programmed rate and there was possible non-capture. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.